Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy effluent, abdominal pain and diarrhea. The cause of the events was not reported. The patient was not hospitalized. The patient took unspecified drug for the diarrhea event and was recovered from it. It was not reported if the patient was treated for the cloudy effluent. At the time of this report, the patient outcome for cloudy effluent and abdominal pain was not reported. Action taken with pd therapy was not reported. No additional information is available as the reporter declined follow up.